Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cerebrovascular event on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2014-00044, 1225714-2014-00045 and 1225714-2014-00046.